Manufacturer narrative:
Upon review of the source case and additional information provided, it was determined that this event did not represent an occlusion failure. The end user contacted intuvie requesting a hex file after replacing the pump¿s mainboard, as reloading the software via hex file is a normal and required step following mainboard replacement during service. The hex file provided did not modify the 30 psi or 4 psi calibration values and was issued solely to restore the device software following the hardware replacement. After uploading the hex file, the end user confirmed that the pump operated within specification, including passing the 30 psi occlusion test. No device malfunction was confirmed.

Event description:
Intuvie received a report indicating that during routine preventive maintenance (pm) at complete biomedical services and the device failed the 30 psi occlusion pressure test. The failing value is unknown. A review of the device¿s serial number history revealed no similar complaints. The failure mode was confirmed and determined to be an out-of-calibration condition. The 30 psi was recalibrated which the device met specification. The prior calibration value is unknown. No patient involvement was reported.

Manufacturer narrative:
Intuvie received a report indicating that during routine preventive maintenance (pm) at complete biomedical services and the device failed the 30 psi occlusion pressure test. The failing value is unknown. A review of the device¿s serial number history revealed no similar complaints. The failure mode was confirmed and determined to be an out-of-calibration condition. The 30 psi was recalibrated which the device met specification. The prior calibration value is unknown. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. The occlusion failure was identified and corrected during servicing performed by a third-party service provider. Reference to complaint#: (B)(4).

Event description:
Intuvie received a report indicating that during routine preventive maintenance (pm) at complete biomedical services and the device failed the 30 psi occlusion pressure test. The failing value is unknown. A review of the device¿s serial number history revealed no similar complaints. The failure mode was confirmed and determined to be an out-of-calibration condition. The 30 psi was recalibrated which the device met specification. The prior calibration value is unknown. No patient involvement was reported.